Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal pelvic floor therapy. It was reported that the device never was very effective. Caller said every time the patient went to the doctor they would turn it up and the patient didn't feel anything and didn't think it was working. The last time they fooled around with it. It was supposedly working but that had been a while ago so that was why they were just going to have it removed because it was not effective. Even if it was working, it was no longer effective. Patient was having it removed next week. They need to have a head MRI this wednesday prior to being able to have the device removed. Patient needed to have an MRI of the head and they wanted proof that the device was off. Caller tried to connect to the implant with the patient programmer and it beeped 4 times but nothing came up on the screen no matter what they did. The patient was redirected to their healthcare provider to fur ther address the issue. Reviewed option for replacement programmer but it would not arrive prior to the MRI. Reviewed option for hcp to page to check device.